Event description:
It was reported that during dft testing, an increase in capture threshold was observed. No intervention is scheduled or planned. Patient condition was stable, and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.